Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The administrative assistant at the user facility reported that a patient experienced two dialyzer blood leaks while undergoing a routinely scheduled hemodialysis (hd) treatment. The patient was connected to the same 2008k hd machine both times the dialyzer blood leak occurred. This submission captures the first reported occurrence of the dialyzer blood leak (reference MFR report # 1713747-2017-00243 for the other associated report). The 2008k hd machine generated a blood leak alarm approximately 15 minutes after the hd therapy was initiated. The leak was noted as being an internal blood leak within the dialyzer. The patient was re-setup on the same machine, and then the hd therapy was continued. However, after re-initiating the hd treatment, the 2008k hd machine generated a second blood leak alarm. The patient was re-setup on a different 2008k hd machine, and then the hd therapy was continued. The patient's hd treatment was continued for another 2 hours after the second blood leak, but it was not completed due to an unrelated event. No damage was observed to either of the dialyzers or their packaging. A blood leak test strip was used after each incident to check for the presence of blood in the dialysate; the test strip returned a positive result both times. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient's estimated blood loss (ebl) was noted as being approximately 1 cup or ~236 milliliters (ml). Both dialyzers were available to be returned to the manufacturer for evaluation. However, neither complaint device has been received for analysis.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device did not find any damage or irregularities. The device fibers were wet with some indication of blood contamination and tinged from blood exposure. There was no visible coagulated blood within the dialysate compartment or on the circumference of the fiber bundle, however, coagulated blood was observed on both ends of the dialyzer between the screw flange and the potting cut surface. Gross visual examination of sample did not identify any fiber fragments or any kinked, broken, looped, or damaged fibers on the outer perimeter of the fiber bundle. There were no cracks or damage noted on the molded polycarbonate components. The returned device was subjected to a laboratory bubble point test and no leaks were detected, possibly due to coagulated blood. The dialyzer was subjected to a destructive disassembly for further visual examination of the polyurethane (pu) cut surfaces. There was no visual damage, irregularities, or separations identified. The fiber bundle was removed from the dialyzer housing and inspection of the inferior pu surfaces did not identify any damaged, kinked, looped, or irregular fibers or voids. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the reported leak. The testing of the returned sample could not reveal a probable cause for the customer complaint. Therefore, the complaint is not confirmed.